Manufacturer narrative:
(B)(6). The device manufacture date is currently unavailable. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the component was damaged-drive shaft bent on the motor device. It was noted in the service order that the device did not work at all. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device serial number was documented in the lot number field on the initial report. The device serial number field has been updated as (B)(4). Additional information: device manufacture date: the device manufacture date was documented as unknown in the initial report. The device manufacture date has been updated as feb 07, 2006. Device evaluation: this device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition of "does not work at all" was not confirmed. However, during pre-repair diagnostic assessment, it was observed that the device failed cutter lock, motor rub, safety assessment and the test stopped; and the drive shaft was found to be bent. The assignable root cause was due to normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.